Manufacturer narrative:
Corrected data: common device name; device product code; was inadvertently submitted inaccurately on the initial report.

Event description:
Device 4 of 4, MFR report # 1627487-2018-02027, 1627487-2018-02240, 1627487-2018-02028,

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. MFR report # 1627487-2018-02027, 1627487-2018-02240, 1627487-2018-02028. It was reported that patient¿s leads were protruding after a car accident. As a result, patient underwent a surgical intervention on (B)(6)2018, wherein two scs leads were explanted. Because it is not known that which leads were explanted, we are reporting all.